Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.5, lab: 1.3. Date: (B)(6) 2012, inratio: 3.5, lab: 2.7. Patient's therapeutic range: 2.0-3.0 inr. Patient was scheduled to have a cardioversion procedure at the hospital but was unable to do the test due to his lab draw inr of 1.3.

Manufacturer narrative:
Investigation pending.